Event description:
The aspiration device broke away from the hub. The hub is what is connected to the rhv to perform the procedure. Once the hub breaks the device can't be used.

Event description:
The aspiration device broke away from the hub. The hub is what is connected to the rhv to perform the procedure. Once the hub breaks the device can't be used.